Event description:
It was reported that the device was used during an anterior resection procedure. It was reported that the device misfired. Hand suturing was used to complete the case. There was no consequence to patient.